Manufacturer narrative:
Insulin pump received with an intermittent button response, due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked reservoir tube lip, cracked battery tube threads, cracked case on the display window corner, minor scratches on lcd window, scratches reservoir tube window and cracked case on reservoir tube window corner.

Event description:
It was reported the customer had frequent unresponsive or intermittent response by button press. The insulin pump was not damaged or exposed to moisture. The customer's blood glucose was 92 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.